Manufacturer narrative:
The investigation is ongoing.

Event description:
It was reported by our united kingdom affiliate that during a transfemoral transcatheter aortic valve replacement tavr with a 23mm sapien 3 ultra resilia valve, once the valve exited the 14f esheath+ the sheath was noted to ''jump''. There was a little resistance observed while inserting the 23mm commander delivery system (ds) past the distal tip of the sheath. After successful valve implantation and upon removal of the sheath it was observed that the plastic distal tip of the sheath had come off. The piece could not be located. The patient was stable when they left the catheter laboratory and will be closely monitored. The patient was sent for a CT and there were no signs of concern. The degree of tortuosity was mild, the degree of vessel calcification was mild, and the minimum luminal diameter was 6.4mm.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: component code, type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was returned for evaluation. The 14f esheath+ was received with the introducer fully inserted, the liner was fully expanded, and the distal tip was torn with distal tip material missing. The hdpe material was stretched at the score lines. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was received and reviewed; imagery showed the liner was expanded as designed, the distal was opened, but torn and separated, the separated material was not returned, slant score line present at distal tip, and hdpe material stretching at distal tip. The complaints for sheath distal tip torn and system components separate during use were confirmed, based on the evaluation of the returned device and imagery. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, and/or by other manufacturing-related factors. These factors may increase resistance during advancement of crimped thv through distal tip. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.